Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The blood glucose level was high. The infusion set was in use for 6 days. No additional information available